Manufacturer narrative:
(B)(4).

Event description:
This procedure was to extract three non-functional cardiac leads. A spectranetics glidelight laser sheath was used for the extraction. During removal of the second rv capped lead, the patient experienced hemodynamic changes. The surgeon noted a tear in the coronary sinus, after extraction of the lead that had implanted in the cs. The injury was repaired and the patient survived the procedure. This report will be made against the glidelight as a potential contributory cause.